Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, two resolute onyx des were implanted in the lad. It was reported that a grade b dissection occurred in the lad during the procedure. The patient recovered. The investigator assessed the event as not related to the anti-platelet medication or to the device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device.

Manufacturer narrative:
The prox lad had 90% stenosis. Calcification was mild to none. The mid lad had 90% stenosis. Calcification was mild to none. The 3.0x26mm resolute onyx stent was implanted at 18 atms in the proximal lad. The stent was not post-dilated. There was a 10% residual stenosis. Stent underexpansion was seen during oct imaging. The patient was discharged with no complication and no symptoms. No intervention was planned for the underexpanded stent. A medtronic device was not believed to have caused the previously reported dissection. If information is provided in the future, a supplemental report will be issued.